Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported the patient was on impella cp for mechanical circulatory support. During support the patient experienced hemolysis. Two units of packed red blood cells were provided to the patient. The patient was escalated to impella 5.5 device for support. No additional information provided.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were reviewed which showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Corrections to the initial MFR report: g1 MDR reporting contact email.